Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Premature depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with field action in october 2016. Correction b1 - check "adverse event" . Correction b2 - check " required intervention to prevent permanent impairment/damage (devices)". Correction h1 - select "serious injury".

Event description:
It was reported that patient presented to the clinic on (B)(6) 2021 for a follow-up after a vibratory alert. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was early battery depletion on the device. In the previous check, 2020, the battery had 4 years left. In (B)(6) 2021, the battery had 1.4 years remaining. No revision or programming changes were performed. The patient was in stable condition.